Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges the device "does not siphon from the concha column therefore the patient is not getting the humidity they so desperately need."alleged issue reported as detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer did not return the actual sample; however, they did return 17 unopened representative samples for evaluation. All 17 sets were visually examined for any signs of damage and none was found. Two sets were used as test samples. The 870-19kit is a conchasmart breathing circuit with single heated limb. The heated limb was connected to a test neptune (product code 425-00, serial#(B)(4)) in a full functional manner. The conchasmart neptune was set to invasive mode, full rainout, temperature set to 37 ¿ c. The temperature was set to 37 ¿ c, invasive mode. The reservoir sterile water bottle was "gently squeezed" (primed) to initiate the water flow into the column. This setup was allowed to run one hour, uninterrupted operation. During that time the column siphoned the water from the 1650ml water bottle with no interruption. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The instructions for use (IFU) for this product states, "to insure that the initial water flow through the lower tube is not blocked by surface tension in the check valve, squeeze the bottle slightly. Other remarks: based on the investigation performed, the reported complaint could not be confirmed. After an hour of uninterrupted operational service, the water flow, to include the siphoning process for water movement, the condition of the customer setup "not siphoning" water, could not be confirmed.

Event description:
Customer complaint alleges the device "does not siphon from the concha column therefore the patient is not getting the humidity they so desperately need." Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.